Event description:
Case reference number: (B)(4) is a spontaneous report sent on 09-may-2026 by a physician concerning a female patient of an unknown age. Additional information was received on 12-may-2026 from the same reporter. No information about medical history, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with 2 vials of sculptra, 1 vial to temporal region and 1 vial to zygomatic and subzygomatic regions for facial sagging and the appearance of nasolabial folds (unknown lot number, injection technique and needle type). Each vial of sculptra was reconstituted with 8 ml of water for injection [water for injection] and 1 ml of 2% lignocaine [lidocaine]. Three weeks after treatment, on (B)(6) 2025, the patient developed granuloma/nodules/foreign body granuloma (foreign body reaction), located on the left side of the face, two finger breadths below the zygomatic border at the medial border of the masseter, which was visible and palpable, measured 2 x 2 cm. On an unknown date, the patient underwent a biopsy of the lesion, which showed glass-like materials identified as plla particles, foreign body granuloma with infection (implant site infection). The patient was treated with two courses of unspecified antibiotics and two sessions of intralesional therapy. After the biopsy, the physician prescribed treatment with doxycycline [doxycycline], clarithromycin [clarithromycin], and prednisolone [prednisolone] for approximately 4 weeks. Outcome at the time of the report: granuloma/nodules/foreign body granuloma was unknown. Infection was unknown.

Manufacturer narrative:
Company comment: the serious events of foreign body reaction and infection at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical interventions to prevent permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue or injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure or the product. Lot number was not reported, and the product could not be verified. A follow-up on the lot number and to obtain additional information will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.